Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced the device not functioning properly. A revision surgery was performed during which the physician confirmed that the balloon had a hole. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced the device not functioning properly. A revision surgery was performed during which the physician confirmed that the balloon had a hole. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The balloon was visually inspected, and leak tested. A leak was identified due to a hole at the shell and adapter junction consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Laboratory analysis confirmed the reported clinical observation of fluid loss and mechanical issues. The observed fatigue damage was determined the most probable cause of the reported events. An overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.